Event description:
Customer reported that she had high blood glucose of over 600 mg/dl due to her insulin pump did not delivered. Customer stated that the high blood glucose went down with manual injection, but not with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.